Event description:
Facility reported an internal blood leak (8), estimated blood loss 150cc. No medical intervention. The sample is available for examination. There is a pressure gauge on the renation set at 38 - 40 psi (static pressure) and 32 psi (dynamic pressure). They do a pre-rinse off the "ro" and the pressure is set at 15 psi. Medwatch filed on the blood loss.